Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.3. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pink slide did not move forward and not visible in the viewing window, indicating a needle mechanism failure. The patient stated the cannula was visible and completely flat, not at an angle. There was no impact to the patient¿s blood glucose level reported, and no information regarding treatment provided. The pod was not worn.